Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. It was noted the patient was implanted with other medical devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that 15 days post-implantation patient experienced pain, difficultly walking, infection and hip drainage. However, no revision procedure has been reported at this time. The patient was treated with antibiotics. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2017-05100, 0001825034-2017-05102, 0001825034-2017-05103.

Event description:
It was reported that 15 days post-implantation patient experienced pain, difficultly walking, infection and hip drainage. However, no revision procedure has been reported at this time. No additional patient consequences were reported.